Manufacturer narrative:
(B)(4). The device was rec'd at baxter for eval. Review of the history log confirms the system error 322 and it was able to be reproduced. Eval was unable to determine the cause. Eval of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further info was available.